Event description:
A call was received - pt went to this hcp in 01/07 because of irritation and was diagnosed as having a viral infection. He was prescribed zylet and was instructed not to wear his contacts for 6 weeks. Subsequently, medical documentation received. Pt was treated 2 weeks with zylet for a diagnosis of keratitis/iritis os. Hcp considered pt's final outcome as recovered.

Manufacturer narrative:
No product was returned for evaluation. The pt works in a dusty environment (wear contact lenses) and had irritation. The hcp does not relate the reported event to a specific product. Pt was intructed not to wear his contact lenses at work but instead to wear glasses. Based on all info, no conclusion can be drawn.